Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one intima-ii y 24gax0.75in prn/ec slm has been found with the needle breaking during use. The following has been provided by the initial reporter: the patient came to hospital for treatment of cerebral infarction on (B)(6) 2019, and patient was received infusion as instructed by the doctor. The closed intravenous indwelling needle was used. The needle's fracture occurred in the puncture, the needle was immediately removed and replaced a new indwelling needle, there was no side effect.